Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation confirmed the reported battery issue. Based on the evaluation results and previous investigations of similar complaints, it was determined that the battery fault was due to an isolated component failure in the external battery assembly. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery was only able to power the device for 1 hour. There was no patient injury reported as a result of this incident.